Event description:
There was no flow from the outlet connector when the reservoir was placed in the pt's ventricle. Flow was achieved when another valve was used with the ventricular and peritoneal catheters.